Manufacturer narrative:
(B)(4). The vibe system mentioned is being filed under MDR#3004753838-2015-85343.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, both their vibe system and receiver stopped displaying reading. No additional event or patient information is available.